Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Additional device product code is hwc. (B)(4). Unknown date in approximately (B)(6) 2016. He subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporter¿s last name is not available for reporting. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to non-union. The patient was initially implanted on an unknown date during approximately (B)(6) 2016 with a trochanteric fixation nail (tfn) system. Non-union was discovered on an unknown date and the surgeon opted to revise the patient's left hip to a hip replacement. It is unknown if the revision was a total or partial hip replacement. Revision surgery was performed on (B)(6) 2016 and the tfn system was removed intact and without difficulty. The patient was revised with a competitor's hip replacement implants. There was no surgical delay and the procedure was successfully completed. The cause of the nonunion is unknown. The patient's post-operative condition was reportedly stable. This report is 1 of 3 for (B)(4).